Manufacturer narrative:
(B)(4). On an unreported date in (B)(6) 2016 (also reported as ¿last week¿), the patient experienced peritonitis manifested by cloudy pd effluent. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis manifested by cloudy pd effluent coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. On an unreported date in the same month as onset, the patient began treatment for the peritonitis with unspecified antibiotics, intraperitoneally (ip). On an unreported date in the same month, treatment with the unspecified ip antibiotics was discontinued as the peritonitis was resolved and the patient was recovered from the event. At the time of this report, extraneal therapy was ongoing (previously not reported). No additional information is available.